Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the complaint did not specify when the issue occurred, but the logs were reviewed for a few days prior to 08sep2023. There were several oxygen (o2) sensor and blender disagree errors which means that there was a difference of 10% between the user o2 setpoint and the o2 sensor reading. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) equipment. The initial sensor output was found to be 13.7 millivolts (mv) which is outside of the specification of 9-13 mv. Calibration was attempted and failed. Typical o2 sensor output is approximately 45mv, but the sensor displayed between 60-130 mv during the calibration attempt. The output changed quickly and sporadically which resulted in sudden changes in the on-screen fraction of inspired oxygen (fio2) value. The o2 sensor was determined to not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (egps) fraction of inspired oxygen (fio2) was fluctuating. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the oxygen (o2) sensor and release testing performed. The unit operated to the manufacturer's specifications.